Event description:
Event description guidant received information that this implantable pacemaker (ipm) could not be interrogated or telemetered after 13.0 months of implant time. During the followup, the device stopped pacing. A different programmer was used with the same results. Magnet application yielded pacing at 100ppm.